Event description:
Drain tubing broke off in patient; required surgery for removal of said tube. Ltr from atty received 1/5/1998, with litigation following on 2/5/1998, alleging that the patient had a reliavac 400cc product placed following leg surgery; the drain tubing allegedly broke indwelling and required surgery on 2/13/1996 to remove.